Manufacturer narrative:
Additional narrative: (B)(6). Device investigation summary ¿ the investigation has shown that the tip of the drill bit is broken off; the broken part is not available. The condition of the drill bit before use is unknown. The cutting edges of the drill bit shows strongly damages and wear marks. It should be noted: blunt drill bits require more mechanical power during the application, therefore it is recommend that blunt or damaged instruments need to be exchanged before surgery. Further investigation has shown that this instrument was manufactured in december 2009. As this instrument is now more than 6 years old, it is likely that the damages were caused due to normal wear and tear over the years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by reporter ¿ unknown if there was any patient involvement implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 03 dec.2009. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a drill from the loan department was returned by the customer and the returned drill was returned broken. No patient information or patient harm reported. A new drill was exchanged for the broken one. This is report 1 of 1 for (B)(4).